Manufacturer narrative:
The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the five sets were found to flow normally with no blockage detected. The reported condition was not verified for the returned companion samples. Visual inspection and functional testing were also performed on retention samples with no issues noted. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of buretrol solution administration sets would not flow. This was noted during prime. There was no patient involvement. No additional information is available.